Manufacturer narrative:
H6: investigation findings and investigation conclusion codes.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® dryseal flex introducer sheath as an accessory in the procedure. During the procedure, a dissection was observed from the left external iliac artery to the left common iliac artery. The entry of the dissection was successfully covered by implanting stent graft as planned. It was reported that the sheath was pushed back without a guidewire, which may have caused the dissection.